Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional (hcp) reported a delivery issue and noted that due to not receiving the product, a customer experienced a medical event. The hcp initially reported on (B)(6) 2021 that an "errc-7" error message was received on the adc freestyle glucose meter when a sample was applied to the test strips. The hcp noted that the hospital has only one meter, which currently is faulty. A replacement meter was ordered however, the hcp called back on (B)(6) 2021 to report that due to a delivery issue involving the replacement product, they were unable to obtain the customer¿s glucose result and the customer experienced symptoms of vomiting, thirst, weight loss, and a loss of consciousness. The customer was seen at the hospital, however, no glucose test could be performed as the hospital has not received their replacement meter. The customer was transferred to another hospital and no further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A healthcare professional (hcp) reported a delivery issue and noted that due to not receiving the product, a customer experienced a medical event. The hcp initially reported on (B)(6) 2021 that an "errc-7" error message was received on the adc freestyle glucose meter when a sample was applied to the test strips. The hcp noted that the hospital has only one meter, which currently is faulty. A replacement meter was ordered however, the hcp called back on (B)(6) 2021 to report that due to a delivery issue involving the replacement product, they were unable to obtain the customer¿s glucose result and the customer experienced symptoms of vomiting, thirst, weight loss, and a loss of consciousness. The customer was seen at the hospital, however, no glucose test could be performed as the hospital has not received their replacement meter. The customer was transferred to another hospital and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo h meter were reviewed and the dhrs showed the freestyle optium neo h meter passed all tests prior to release.   A DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.